Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a meckel's diverticulum, both devices failed to completely fire and staple, they partially fired. There were some malformed staples, however it is unknown which area of the staple line. Both devices jammed. The same devices were used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).